Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and frozen display. The customer¿s blood glucose level was 225 mg/dl. The customer reported that nothing on the buttons were working and no buttons were responding. It was reported that two hours and frozen display recurred. Customer reported that the screen was completely blank. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No frozen display noted. The pump was received with all buttons responding properly and the insulin pump passed the displacement test and self test. The pump was monitored for five (5) days and no unexpected frozen display, display stuck on logo, powering off or blank display noted. Verified the battery tube power connector is properly connected to electrical board during visual inspection. No damage or moisture damage on keypad assembly, unlocked electrical board keypad connector, or stuck button alarm noted during testing.